Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal discharge, pap smear abnormal, chlamydial infection, stress incontinence, colposcopy, vaginal delivery, urinary tract infection, vaginitis, blood pressure high, urinary incontinence, libido decreased and delayed period. Previously administered products included for an unreported indication: paragard. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"), 1 month 7 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, depression, dysmenorrhoea and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2013 and (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition nor she had essure or any of its parts removed. Patient underwent hysterosalpingogram (hsg) insertion details - both side 3 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion.. Pregnancy test - on an unknown date: positive. Pregnancy test urine - on (B)(6) 2013: negative. Lot number: a73746, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal discharge, pap smear abnormal, chlamydial infection, stress incontinence, colposcopy, vaginal delivery, urinary tract infection, vaginitis, blood pressure high, urinary incontinence, libido decreased and delayed period. Previously administered products included for an unreported indication: paragard. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"), 1 month 7 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menorrhagia, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, depression, dysmenorrhoea and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition nor she had essure or any of its parts removed. Patient underwent hysterosalpingogram (hsg) insertion details - both side 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Pregnancy test - on an unknown date: positive. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Reporter information updated. Case became serious incident. Essure removal was done for event pelvic pain . Essure stop date was added. Seriousness criteria for event genital hemorrhage updated to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.